Event description:
(B)(4).

Manufacturer narrative:
Steris received medwatch form 3500a on (B)(4) 2011. The user facility, (B)(6), reported that a scope handle had melted after it was processed in an amsco eagle 3043 sterilizer. Upon receipt of the medwatch steris investigated the reported event and discovered that it was not the scope handle that melted in the sterilizer but rather a scope handle cover. The user facility reported to steris that the event was due to operator error as the operator had mistakenly loaded the scope handle cover in the sterilizer for processing. The scope handle cover is plastic and not suitable to be processed in the sterilizer. The user facility also reported the sterilizer is operating properly and has remained in use. No further issues have been reported.